Manufacturer narrative:
(B)(4).

Event description:
It was reported "[the user] fired the urolift device and when he attempted to retract the needle it wouldn't retract. Dr (B)(6) inserted tip 2 of the handle release tool and attempted to retract the needle, though this failed. Dr (B)(6) then removed the device. The remaining needle in the prostate was removed with graspers". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) upon receipt, an initial evaluation was performed, and the following observations were made. Received in tray. Needle trigger retracted. Lever lock and tape disengaged. Distal tip undamaged suture unbuckled. Suture ferrule in place. Shuttle disengaged with the needle spool. The items listed above are indicators of device status and are as expected for a device that completed the im-plant deployment sequence. The following discrepancies were noted during visual inspection: pusher not deployed cutter not deployed. Ue undeployed. The following as found atypical conditions of: retract lever was found unretracted. Unsheathing pawl engaged with suture spool. The needle spool is not in its typical position. Needle damaged. The needle was broken off into an approximately 28 mm length segment. An estimated length of 2 mm to 2.5 mm of needle was found missing and not returned for analysis; the break interfaces do not match. This estimate is derived from a comparison of the broken needle with a reference needle. The distal needle tip (what is supposed to be the sharp point of the needle) is found to be damaged and broken. Due to the break characteristics, it is not possible to confirm if the break has or does not have broken fragments(s) to report. If there is any potential missing fragment it is estimated to be approximately under 1 mm in length are evidence that supports, the observation that the needle did not achieve full extension upon the release of the needle trigger because the user encountered a bone strike that prevented the needle from being fully deployed. The as found position of the needle spool indicates that the needle did not fully extend because the atypical location of the shuttle hook feature of the needle spool, lends further support that the needle spool is not in the position typical of a deployed implant. The shuttle hook feature of the needle spool is found proximal and almost engaged to the shuttle. This is significant because the shuttle (which is attached to the needle deployment spring) typically becomes disengaged from the needle spool only when the needle becomes fully deployed at 33 mm length - and the needle deployment spring no longer imparts pressure upon the shuttle. Once the shuttle becomes disengaged from the needle spool and is no longer under the influence of the needle deployment spring is when the fully extended needle becomes available to be retracted by the retract lever. Additional supporting evidence of the needle not being fully extended is based upon the sum of the broken needle segment of approximately 28 mm length and the estimated missing needle length of 2 to 2.5 mm equals a maximum estimated length of the deployed needle at 30.5 mm. The typical fully extended length of the needle during deployment is 33 mm in length. What the user experienced in the intake statement as: "he attempted to retract the needle it wouldn't retract" is logical because the positions of the shuttle and needle spool and shuttle hook feature means that during the procedure, the spring loaded (from the needle deployment spring) shuttle was still engaged to the needle spool via the shuttle hook feature because the needle did not achieve its full 33 mm extension be-cause the needle was broken off due to the bone strike. At this point, when pulling upon the retract lever while the spring-loaded shuttle is still engaged to the needle spool via the shuttle hook feature of the needle spool - the user will feel the resistance produced from the needle deployment spring/shuttle because the shuttle did not disengage from the needle spool because the needle (attached to the needle spool) is not fully extended. The observations made above is reproducible with a reference device regarding the functioning of the needle when the needle is not fully extended. It is not necessary to reproduce the bone strike because why the needle was blocked is not salient but the positioning of the parts and the effects of a needle not fully extended is the point of interest. The reason why this case remains unconfirmed is that at some point during the procedure or return for complaints analysis, the shuttle did eventually because disengaged from the shuttle hook feature of the needle spool thus the investigator did not experience the user's description of the needle not retracting. Because the shuttle presented itself during the investigation as disengaged from the shuttle hook feature of the needle spool, the investigator was able to complete the pull of the retract lever and retract the needle remaining inside the device with the typical "feel" of the retraction and there was no atypical resistance encountered by the investigator as reported by the user. Analysis of all the parts of the device reveal no observations that lead to a manufacturing root cause. The shuttle likely became disengaged because the arrangement of parts described, were positioned in a "transitional" position that allowed the shuttle to disengage from the needle spool. All devices with moving parts have transitional zones that permit dynamic movement of parts. The unsheathing pawl found engaged to the suture spool indicate that tensioning step was never reached because the retract lever was found incompletely retracted. CT was found in the CT unsheathed condition based upon the un-distorted tail. Approximately 27 mm of suture was exposed at the distal tip because the needle was broken off thus the suture was not contained within the lumen of the needle. Refer to dimensional inspection for further details regarding the numeric values described in this section. The following dimensional inspection which required distance measurement were made. CT found in the CT unsheathed condition based upon the undistorted tail. Approximately 27 mm of suture was exposed at the distal tip because the needle was broken off thus the suture was not contained within the lumen of the needle. Atypical arrangement of components in which the unsheathing pawl was found engaged with the suture spool, and the shuttle remained engaged with the needle spool. This atypical condition supports the fact that the needle did not fully extend to its full typical extent of 33 mm. The needle was broken off into an approximately 28 mm length segment. Approximately an estimated length of 2 mm to 2.5 mm of needle was found missing and not returned for analysis; the break interfaces do not match. This estimate is derived from a comparison of the broken needle with a reference needle. The unmatched break interfaces add additional support for the observation of the missing segment of needle. The distal needle tip (what is supposed to be the sharp point of the needle) is found to be damage and broken. Due to the break characteristics, it is not possible to confirm if the break has or does not have broken fragments(s) to report. If there is any potential missing fragment it is estimated to be approximately under 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record (DHR) investigation did not show issues related to complaint. Upon completion of the investigation, the reported incident of "dr (B)(6) fired the urolift device and when he attempted to retract the needle it wouldn't retract." Was unconfirmed because the needle did not fully deploy into its typical fully extended position because the device encountered a bone strike before the needle was fully extended. The resulting broken needle likely caused the user to encounter a scenario described in the visual inspection of this investigation where the needle deployment was not achieved. Ultimately the failure to retract is unconfirmed because the investigation was still able to pull back upon the retract lever which caused the remaining needle to retract. Analysis performed revealed that the device encountered the following failure modes. Ul- needle damaged. Needle damage occurs when the needle strikes bone. The root cause of this failure mode is use error- unintentional- cannot determine. Ul - needle not fully extended (ul400). The bone strike and broken needle prevented the needle from its full typical extension. The root cause of this failure mode is use error- unintentional- cannot determine. Although the CT did not unsheathe based upon its undistorted tail, it is not accounted as a failure mode of CT did not unsheathe because the device never achieved full deployment/extension of the needle and the user did not reach the stage where the needle is retracted in order to deploy the CT from the lumen of the needle. The CT is only exposed in this case because the needle was broken off. There are no observations found during this investigation that would lead to a manufacturing related root cause of failure.

Event description:
It was reported "[the user] fired the urolift device and when he attempted to retract the needle it wouldn't retract. Dr (B)(6) inserted tip 2 of the handle release tool and attempted to retract the needle, though this failed. Dr (B)(6) then removed the device. The remaining needle in the prostate was removed with graspers". No patient injury or consequence reported. The patient's current condition is reported as "fine".